Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a poba procedure, the maverick otw ptca catheter balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The lesion being treated was a heavily calcified lesion in a tortuous proximal left anterior descending (lad) coronary artery. The procedure was successfully completed with a maverick 2.5mmx12mm ptca catheter and two taxus 2.5x12mm stents were deployed. No patient injuries or complications were reported. Patient status is reported as 'ok'.